Event description:
It was attempted to put multiple pk papyrus stents through a guide liner that was not large enough to accommodate the stents. Three 3.5/15 pk papyrus came off, two in the guide and one in the sheath. They were all removed without any patient harm.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Clinical information (e.g. Cathlab report) or images of the case such as angiographies could also not be obtained. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review no manufacturing related root cause could be identified. The 6f guideliner extension catheter used in the intervention is compatible with the affected pk papyrus. However, when using an extension catheter, it should be considered that inside the guiding catheter more edges are present and the risk to be caught on one of the edges is increased. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.